Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
The consumer was at home utilizing his unit when he alleges the front safety wheel allegedly fell off allegedly causing chair to tip forward. Consumer allegedly fell out of the chair to the floor hitting his leg sustaining a laceration. Lincare did not tell pride tech service of this incident.